Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.